Event description:
The rd 180 running device did not work times two different suture devices. Both of the devices were on the scrub table. They were marked bio-hazard and repacked in box and returned to the manufacturer for follow up and credit. There was no delay or damage to the patient.